Event description:
It was reported that while the ventilator was connected to a pt, the pt began to desaturate. The ventilator's oxygen concentration knob would spin but could not change the fio2. The user interface was replaced with another one. Importer ref#: (B)(4). Ref MFR#: 8010042-2014-00259.